Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03534. It was reported that the patient¿s leads have migrated, which was confirmed via x-ray. Surgical intervention may take place to address the issue.

Event description:
Related manufacturer reference number: 1627487-2019-03534. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire drg system was explanted and replaced with an scs system. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-03534.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-03534.